Event description:
It was reported that during a tooth extraction procedure, a micro drill medium straight attachment overheated and burned the upper lip of a (b)(6 male patient when it comes in contact with the attachment. A skin healing cream was applied to the burn site. According to the physician, it is too early to assess the severity of the burn or to determine if scarring can be expected.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed.